Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in 2008. According to the complainant, the locking adapter was found to be broken within a month after placement. Reportedly, the device was replaced with another corflo cubby low profile gastrostomy device. No pt complications were reported as a result of this event. The pt's condition was reported as "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.